Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history review of this valve was reviewed and no non-conformances were noted that would have impacted this event. It was reported that this valve exhibited aortic stenosis and pannus ingrowth 75 months after implant. The valve was explanted after two transcatheter bioprosthetic heart valve-in-valve implants were unsuccessfully attempted to resolve the condition. The valve was sent to the hospital's pathology department and its release for return to medtronic was not known at this time, attempts were made to have the valve returned. Without return of the valve, a conclusive cause of the stenosis could not be determined. This investigation will be reassessed if additional information is received that could impact the results of the investigation. Medtronic is submitting this death MDR in accordance with the march 13, 2014 letter to submit death MDR's via traditional medwatch 3500a forms and not through the asr authorization number e1997043. (B)(4).

Event description:
Medtronic received information that this mosaic bioprosthetic aortic heart valve exhibited aortic stenosis with pannus ingrowth after approximately 75 months implant. Two transcatheter bioprosthetic heart valve-in-valve implants were unsuccessfully attempted to resolve the condition. Emergent surgery was performed to remove this valve and the two valves that were attempted implants, and another manufacturer's pericardial heart valve was successfully implanted. Prior to the conclusion of the replacement surgery with the patient still on pump, the patient's blood pressure dropped. Recovery techniques were unsuccessful and the patient passed away. The physician reported the patient had a suspected systemic inflammatory response which may have begun when the patient went on pump. The cause of death was reported to be vasoplegic shock and abdominal compartment syndrome. The explanted mosaic valve was sent to the hospital's pathology department; its release for return to medtronic was not known.

Manufacturer narrative:
Corrected information: no eval explain code.